Event description:
The facility reported a colleague pump which failed as the back up pump after the first pump failed. The facility reported via voluntary medwatch, an infusion pump which "turned itself off. Had drips running through and noticed it turned off and the pt's pressure was dropping. Switched to another pump and tried to turn it on. Pump failed to work. Device usage problem: device failed (e.g. Broke couldn't get it to work or stopped working). Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." Although requested, the risk mgr did not know the names of the medications, concentrations, and rates being infused, and stated she will inform if she finds out. Also, there appears to be a second pump involved which she nor the biomed are aware of and do not have a serial number for it.

Manufacturer narrative:
The device has been requested by baxter quality management for eval but has not yet been received. Should the pump be received for eval, a follow up report will be filed upon completion of the eval or if add'l info becomes available.